Event description:
A caller reported a malfunction in the tandem pump, identified as malfunction code 199. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted with resetting the device, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, an instruction they acknowledged and understood.